Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported an alarm condition. No patient involvement.

Manufacturer narrative:
The gas delivery system assembly was tested and no failures were identified. The error code 1007 could not be duplicated.